Event description:
The customer reported to olympus that the colonovideoscope flow was not good in the irrigation channel. The event was found during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material in the auxiliary jet channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the auxiliary jet channel, additional findings were as follows: light cover glasses adhesive was worn; optical cover glass was stained; optical cover glass adhesive was worn; outlet pip had blockage evident; distal end adhesive was worn; control body aspiration housing had colored ring worn; insertion tube orientation was out of alignment; down/right angle was not to specification; water removal was not to specification; and electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified; however, the foreign substance is likely infacol (simethicone). It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.